Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that the device exhibited decreased sensing and increased capture threshold. The lead was replaced. The patient's condition was good.